Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However the investigation did determined that the device air detector was damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device air detector was replaced and the device passed all testing.

Event description:
It was reported that the pump alarmed cassette not attached properly. The alarm did not clear after the cassette was removed. The event happened during testing.